Event description:
Customer medwatch report (B)(4) states that "medical facility reported that when extending a uterine incision during a c-section delivery, the physician reported difficulty using the lister bandage scissor. The physician found the scissors were dull causing a delay prior to replacement. The delay resulted in prolonged time to remove a pre-term breech baby. Md requested replacement scissor and proceeded with delivery after the scissor arrived." Medwatch also states the device is approximately 5 years old. No patient injury recorded.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.